Event description:
A patient who received op-1 putty for an unknown indication experienced minimal maceration of the skin and incision posteriorly that extends into the gluteal folds, and a little loosening at the right sacroiliac screw. Outcomes are unknown. The surgeon does not suspect the events are related to the use of op-1 putty. The events were deemed nonserious.